Manufacturer narrative:
The insulin pump passed the displacement test and self-test. The insulin pump was monitored for 24 hours and no beeping, vibrating, skipping display or display anomaly was present. The device had intermittent button response due to corroded keypad traces. The insulin pump had cracked display window corner, scratches on the lcd window and cracked reservoir tube lip.

Event description:
Customer reported via phone call display anomaly, audio/beep anomaly and high blood glucose levels. Customer's blood glucose level was 400 mg/dl. Customer advised the device beeped, vibrated and the display contents continued to change. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.